Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review and complaint history review were not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported leak, stroke, and embolism were unable to be determined. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances.

Event description:
The article ¿arterial gas embolism during mitral transcatheter edge-to-edge repair: prevention, management, and treatment: case report and review of the literature,¿ was reviewed. The research article presented a case study of an 82-year-old female patient who originally presented due to mitral primary regurgitation with a grade of 4. The patient underwent mitral transcatheter edge-to-edge repair (m-teer). A mitraclip xtw was inserted and deployed on the mitral valve. A mitraclip xt was then selected to treat the lateral jet. However, after the clip introducer (ci) was inserted, air in the steerable guide catheter (sgc) was noted. The ci was withdrawn from the sgc, and aspiration was performed. Multiple aspirations were performed. At careful inspection, the sgc was intact, and no air was detected after aspiration. The mitraclip xt ci was then carefully inserted, but air inside the sgc was observed. The clip was removed during aspiration, and repeated and prolonged aspirations were performed. Transesophageal echocardiogram (tee) was performed and revealed a train of bubbles in the left ventricle (lv), in the absence of other sources of embolism, the ci was inspected and washed, thus detecting a leak in its valve. A new mitraclip xt was inserted and deployed on the mitral valve, reducing mr to a grade of 2. However, post procedure, after extubating, awakening prolonged, and left hemiplegia became evident thereafter. Mental status was altered, speech was impaired and limited to answers to simple orders. A brain angio computed tomography (bct) was performed and repeated the day after with no detection of arterial gas embolism (age)-related ischemic or hemorrhagic areas, or altered opacification of the main intracranial arterial vessels, despite the clinical scenario. CT perfusion was also negative. The patient then underwent hyperbaric oxygen therapy (hbot). At the end of the first hbot session, speech and facial expressions were restored while initial recovery of sensitivity and motility of both the upper and lower left limb occurred. The day after, only a mild reduction of the left upper and lower limb motility was observed, bct scan was repeated for the third time, and remained unchanged. The patient underwent her second hbot session, after which complete resolution of all neurological abnormalities occurred. The third and last hbot session was attended the following day. Five days after m-teer, the patient was transferred from the coronary care unit to the ward and discharged after two additional days with unchanged mr. At 12 months, the patient was asymptomatic, in class new york heart association (nyha) classification I. The article concluded that this was the first reported case of age-related stroke during mitraclip caused by a faulty ci. The experience highlighted the importance of careful inspection of the mitraclip system. Meticulous reporting of events and possible product defects to the manufacturer may help improve product and procedure surveillance. When age occurs, hbot is an invaluable resource, and its efficacy goes beyond time windows which are commonly considered helpful. The primary author of the article and the correspondence author tiziana claudia aranzulla, with the corresponding email aratizi@hotmail.com.

Manufacturer narrative:
The device will not return for analysis. A follow-up report will be submitted with all additional relevant information